Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it was fully deployed with blood present in the device and the handle backed down. The handle, interlock, barrel, lumens, and outer sheath were examined and found normal for a used unit. During testing, based on the reported experience, an attempt was made to load and backload the device onto a proxy guide wire, but the wire did not pass. The sheath was then cut and coagulated blood was found in the inner sheath which prevented the proxy guide wire from passing freely. The blood was removed and the wire passed this point freely. The hemostasis valve, which is proximal to the point the proxy guide wire had stopped during initial testing, was examined and damage was found at the proximal corner. As the coagulated blood would not be present during use, the damage detected with the hemostasis valve indicates the reported angled guide wire may have become entangled under the valve during backloading preventing it from passing. There was no information provided to indicate if the reported angled guide wire used in the case was compatible. Although the device angle was not reported, while backloading the guide wire, the device is to be stabilized at 45 degrees. It should be noted that there is no reaccess restriction. The exit ramp is designed to allow guide wire access to the artery throughout deployment. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records that would have affected the reported experience. A query of the complaint-handling database was performed and there have been no previous incidents reported for difficulty to position guide wire for this lot. Based on the investigational findings, testing results, inspection criteria and reported information, the difficulty experienced backloading an angled guide wire appears to be related to the operational context during use of the product. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, in-training in the use of the prostar xl, deployed the sutures in the mildly calcified common femoral artery using a preclose technique before a percutaneous transluminal angioplasty. Reportedly, after the sutures were deployed, when inserting an angled non-abbott guide wire through the guide wire exit port, the guide wire kinked. A straight non-abbott guide wire was inserted and the device was removed. After the procedure, the sutures were used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.